Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event after a meal while adjusting to new insulin settings, with the lowest reported glucose of 56 mg/dl, treated with oral rapid-acting carbohydrates, and no loss of consciousness or need for assistance. Symptoms included sweating, dizziness, and shakiness. Outcomes included insufficient information to characterize lasting impact. Investigation included interviews and analysis of information provided by the user and healthcare team. Investigation of this case revealed no specific findings and insufficient information to identify a device-related problem or implicated component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.